Event description:
Pt had two verifuse pumps. One pump was infusing dobutamine at 3.2 ml/hr and the other pump was infusing milrinone at 3.2 ml/hr. The pump infusing milrinone infused as expected. When pt returned to the hospital, the pump infusing dobutamine did not appear to have infused any medication. Pt exhibited signs/symptoms of cardiac decompensation. (Low blood pressure, cardiac output).